Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 412 mg/dl and sensor glucose was 98 mg/dl at the time of the event, the difference is outside the acceptable range. Insulin delivery was not suspended by sensor glucose and blood glucose. Current blood glucose level was 221 mg/dl. The customer was assisted with troubleshooting for high blood glucose. The device will not be returned for analysis.